Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on january 24, 2023. Upon further investigation of the reported event, the following information is new and/or changed: b5 (describe event or problem). G3 (date received by manufacturer). G6 (indication that this is a follow-up report). H2 (follow-up due to additional information and correction). H3 (device evaluated by manufacturer) . H6 (identification of evaluation codes 4114, 3221, 4315). Type of investigation: 4114 - device not returned. Investigation findings: 3221 - no findings available. Investigation conclusions: 4315 - cause not established. The sample was not returned for evaluation; therefore, a thorough investigation could not be performed. Since the involved lot was unknown, the manufacturing history records could not be investigated, past complaint file of the product with the involved lot number could not be searched whether similar events had occurred. Without the actual sample, a definitive root cause could not be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
There was a 5 minute delay. Additional information from the clinical specialist states that the patient involved required repair of an ascending aortic aneurysm. The act values revealed lower that normal expected value of 480 seconds for bypass. No hepcon device was used. Time act (sec) management 09:34 538 pre-bypass; 10:35 425 ; 10:38 455 ; 11:08 404 11:10 5000iu heparin ; 11:36 409 11:40 5000iu heparin ; 12:04 504 11:40 1000iu anti-thrombin3; 12:36 493 ; 13:32 503 ; 13:56 443 new oxygenator; 14:25 406 ; 14:46 481 ; the timeline of the case is as follows: 10:01 on bypass; 10:06 off bypass; 10:13 on bypass ; 13:45 oxygenator changeout off bypass ; 13:50 on bypass new oxygenator ; 15:39 off bypass; total bypass time was 330 minutes. The arterial oxygenation values were as follows: time po2 (mmhg) fio2 % 10:05 163 75; 10:38 99 75 ; 11:08 142 90; 11;36 214 93 ; 12:04 245 92 ; 12:36 96 91 ; 13:23 67 91 oxygenator changeout decided ; 13:56 577 93 new oxygenator; 14:23 130 69; 14:46 139 93; 15:00 104 93; reviewing the pump record, the pump run was initiated at 10:01 and then abruptly stopped at 10:06 for an unknown reason. Bypass was not re-initiated for 7 minutes until 10:13. Blood in perfusion tubing with no circulation as was the case during this stoppage can clot off if adequate anti-coagulation is not maintained, especially with patients for a high chance clotting, as with this covid patient. At 10:05, the act had dropped to 425 seconds, below an acceptable value of 480 seconds. Only 5000iu of heparin was in the prime volume of the perfusion circuitry at this time, aside from the loading dose of heparin given by anesthesia pre-bypass. The total heparin per the pump record given for the case was 20,000iu, which seems low for the length of pump run and coagulation status of the patient. An act value of 404 seconds at 11:08 required an administration of 5000iu of heparin, the first heparin administration given for the case on pump aside from prime. At 11:36, an act value of 409 seconds was realized, indicating ineffective action of treatment from the previous heparin administration. A decision was made to administer antithrombin 3, which if there is a deficiency of, will cause heparin to be less effective. An additional 5000 iu of heparin was administered. At 12:04, the act value was 504 seconds. A low and ineffective heparin level between 11:00 and 11:40 may have resulted in the beginning of clot formation around the oxygenator bundle, affecting oxygenation performance. Act values may also not be accurate as to the level of heparinization in the blood. A hepcon device, which measures heparin blood concentrations level does, and was not used in this surgery. This patient was also aggressively ultra-filtrated during bypass, with a removal of 3400ml of fluid by 14:10. Ultrafiltration is known to remove circulating heparin from circulating blood volume and may have compounded the inadequate heparinization of this patient during bypass. It is noted that after the oxygenator changeout occurred, act values again decreased to a value of 406 seconds after another administration of 5000iu of heparin. The initial po2 value with the new oxygenator was 577mmhg, but this as well decreased to 130mmh at 14:23, 139mmhg at 14:46 and 104mmhg at 15:00, despite fio2 settings of 93%. This perhaps may be indicative of an underlying coagulation issue with the patient.

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, the oxygenator's gas exchange gradually worsened. As per the subsidiary, during an aortic prosthesis replacement surgery on a positive covid patient, the performance of the oxygenator's gas exchanges gradually worsened until the oxygenating module had to be replaced. Class of the accident: unexpected worsening, serious danger with no consequence. Product was changed out. There was a 15 minute delay. There was a blood loss of 300 ml. Procedure was completed successfully.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).